Event description:
Follow-up information was received on 26-aug-2019 and the case was reopened:the injecting nurse informed that the patient went to another plastic surgeon for evaluation. According to the patient, the surgeon told her not to have any filler treatments for the next year, and that there were spots remaining on the skin, on one side of her face. The injecting nurse did not see any spots or any identifiable sequelae at the time of the patient's last visit. She believed the spots were due to the sun exposure while the patient was on vacation for 3 weeks in europe, following the resolution of the adverse event. After learning of the plastic surgeon's comments, the injecting clinic scheduled a follow-up appointment with the patient. However the patient did not show up and there was no information about whether the patient saw her dentist. Due to the provided information, the outcome of the event was left unchanged.

Event description:
Follow-up information was received on 22-jul-2019:the initial assessment was amended.as reported, the nurse saw the patient last on (B)(6) 2019, and the treatment notes indicated that the patient was followed on a daily basis through photographs provided by the patient. Every day there was improvement and the patient reported pain at 1 out of 10, and was able to open her mouth wide without any issues. The patient had no skin damage nor permanent damage. She went on vacation and was doing well. The nurse reported that the patient fully recovered with absolutely no sequelae, in (B)(6) 2019. The patient informed that she was going to follow-up with another physician to evaluate whether she had any sequelae and she was also going to follow-up with her dentist. Due to the provided information, the outcome of the event was changed from resolving to resolved.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event,beginnings of skin necrosis, was deemed to meet serious injury criteria of required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse(+) dermal filler lot 100110372 was reviewed. A lot search was conducted on the reported lot and other similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a (B)(6) nurse and concerns a (B)(6) year old female patient. She was injected with a total of 0.75 ml of radiesse(+)®, into the junction of lower cheek and jawline, on (B)(6) 2019. The batch number was reported as 100110372 (expiry date: 06/2020). A lot search was conducted on the reported lot and other cases were noted. The needle used for the injection was reported as 27 g (3/4''). The patient was previously treated with radiesse® without any issue. Further patient's medical history was reported as none. In the evening of (B)(6) 2019, the same day after the treatment with radiesse(+)®, the patient felt pain, which continued days after, with the apparition of a massive bruise on the right cheek, on (B)(6) 2019. On (B)(6) 2019, the patient had difficulty opening her mouth and she called the clinic. The nurse asked the patient to come to the clinic to start the emergency treatment protocol, as she suspected a vascular occlusion. Since the patient was working, she did not want to come to the clinic, but after several phone call attempts from the clinic, the patient came to the clinic around noon. Corrective treatment included multiple rounds of hyaluronidase every hour for 7 hours, and several boluses of sterile water mixed with xylocaine were also injected (5 ml of sterile water mixed with 2 ml of 2% xylocaine). Aspirin (3 tablets of 81 mg) were also given, hot compresses were applied every 5 minutes and the area was massaged. As reported, skin on the right side of the cheek still had blanching zones, redness, swelling, bruises, and the beginning signs of necrosis. The physician prescribed 2 x 500 mg tablets of tylenol to the patient, along with a 25 mg tablet of benadryl. Later that day, the patient developed a large zone of erythema around her cheek. There was no capillary refill in the darkest zones of erythema, capillary refill was slower than normal in the peripheral areas of erythema. The patient showed progress by being able to completely open her mouth. No lesions were present on any mucosal buccal membranes. The consulting physicians believed that the patient had a vascular occlusion due to radiesse(+)® and subsequently ischemia and the beginnings of skin necrosis. According to the reporter, the occlusion symptoms were delayed / slow. The patient was also prescribed ativan by the physician. On (B)(6) 2019, the patient received another two dosages of hyaluronidase in the morning and one in the evening. An injection of sterile water was also injected again. Massage and hot compresses were provided again. The patient's condition appeared improved. Her skin was less marbled and capillary refill was present, although slow (2 to 3 second, whereas it was not present the day prior). The patient also reported that her pain improved since the day prior. She was not hospitalized and systemic antibiotic was not prescribed. Due to the provided information, the outcome of the event 'beginnings of skin necrosis' was considered as resolving. The reporter confirmed that the reaction was a very serious vascular occlusion, which required intensive emergency treatment to mitigate a serious negative outcome for the patient. In the opinion of the reporter, the events were of severe intensity, not life-threatening, not considered to be permanent and related to radiesse(+)®. Follow-up information was received on (B)(6) 2019: the patient's medical history included penicillin allergy since she was very young (manifested as respiratory difficulties) and asthma. Her past medical history included excision of small cancerous mass from frontalis area, on (B)(6) 2019. Concomitant medications included symbicort, ventolin, trazodone, vitamin d and multivitamins. On (B)(6) 2019, the nurse saw the patient and the patient reported that her pain diminished by half. There were no new vesicles / signs of necrosis. One dried-out vesicle remained and slight pain remained at the site of this vesicle, in the center of the cheek. The physician saw the patient as well and felt optimistic about the patient's progress. As reported, the patient was treated with a mix of 150 iu/ml 5 ml with 1 ml of lidocaine 2%, injected all over the cheek. Also, 2 ml of hyaluronidase 150 iu/ml was injected into the painful area. Hot compresses were applied and massage of the area was performed. Systemic antibiotic was prescribed for the treatment. The patient was given a prescription of keflex 500 mg, 3 times per day, for 1 week. The patient was advised to massage the area in the evenings with arnica and cicalfate twice per day. The outcome was left unchanged. Follow-up information was received on (B)(6) 2019: the nurse reported that the patient was visiting the clinic almost every day for the treatment and / or follow-up. The patient was seen on (B)(6) 2019, and there was no necrosis present. She still had some pain in the area of her jaw upon palpation and when she opened her mouth. Slight swelling existed at the treatment sites due to all of the treatment injections the patient received. She did not want hyaluronidase injections during this visit. The patient was also seen by her dentist who said that her circulation returned. The clinic was going to monitor her and see whether she was going to need more hyaluronidase injections in the following days. The patient reported that she felt 100 times better. The outcome of the event was left unchanged.